Manufacturer narrative:
The product has not been received within our facility at the time of this report. A follow up report will be submitted as soon as the product is received and final analysis has been completed.

Event description:
Per received report: the presidio was the first coil placed in the aneurysm. The device needed no unusual manipulation. Upon placement, several detachments were attempted with no success. As the coil was being withdrawn, unintended detachment of the coil occurred in the microcatheter. The entire system was retrieved and the case was eventually completed with no pt injury reported.